Event description:
The user suffered from a head trauma in early november 2018. The trauma caused 2 lacerations, one above the implant package and the other on the front of her head. Both wounds were sealed with surgical glue. For the subsequent 5 weeks the user was unable to fixate her coil in place as had to wait until the wound healed and the glue dissolved. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma to the head was reported on the implant side in early (B)(6) 2018 after the recipient fainted at school and banged her head on the desk as she fell from her seat. The trauma caused 2 lacerations, one above the implant package and the other on the front of her head. When the recipient was able to use the device again she had no access to sound.